Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, no objects were pressing up against the button. The customer's blood glucose level was 136 mg/dl. Customer reverted to manual injections for insulin therapy.